Event description:
It was reported that the device had an occlusion without consequences. The event occurred on (B)(6) 2024. There was a patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
E1: (B)(6). Device evaluation: no device was received for evaluation. No photos were received to facilitate in investigation. Customer reported failure mode was unable to be confirmed. If the product is later returned, the file will be reopened and an investigation will be completed.